Event description:
During the initial implant procedure, the physician experienced difficulty maneuvering the left ventricular (lv) lead and was unable to successfully place the lv lead. The physician elected to explant the lead, and a replacement lead was successfully implanted to complete the procedure. The patient was in stable condition.